Event description:
It was reported that coating issue occurred. A v-18 control wire guide catheter was used, however, after the investigation a small portion of the v-18 wire that has been stretched off or shaved off within the patient. There were no patient complications reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but the information remains unavailable. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that coating issue occurred. A v-18 control wire guide catheter was used, however, after the investigation a small portion of the v-18 wire that has been stretched off or shaved off within the patient. There were no patient complications reported.